Event description:
Information received from the field notes that the patient presented to the clinic after a transtelephonic check showed intermittent loss of vemnticular capture during magnet placement. The capture threshold was 2.50 v, 0.4 ms. With increased pulse width, the threshold was 1.75 v, 0.9 ms. The unipolar threshold was 1.0 v, 0.9 ms. The device was programmed to unipolar pace and bipolar sense at a 2:1 safety margin. The patient was not pacemaker dependent.